Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advancing to the next fill with slow or no flow occurring above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 14:37:01. During night drain cycle five, the patient's ultrafiltration reading was 1350ml, indicating the home patient drained 1350ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.